Event description:
Patient presented to the physician with symptoms of their pre-existing condition of tmj and ongoing right-sided head pain and migraines since the implant procedure. Patient reported that using therapy exacerbated the symptoms. Physician referred the patient to a neurologist and initiated pain medication. The patient has also been evaluated by their dentist and received botox injections to address tmj-related issues.